Event description:
It was reported on 3/22/2006 that a pt who underwent an acdf in 2005 was found to have a screw partially backing out of the cervical construc. A operative x-rays was obtained in 12/2005 that shows the screw paritally backed out. The surgeon states the pt is now fused and will continue to monitor. No plans for revision surgery at this time.